Event description:
Son diagnosed with skin infection on face and nose due to mandatory mask wearing in public school. We should not be mandating children wear a medical device on their face. There are zero studies showing the long term effects on children whose brain and physical development is still in progress. FDA safety report ID # (B)(4).